Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-aug-2025, UDI#: (B)(4). H3. The communicator was received for analysis on 2025-oct-29. Analysis of the communicator found that the micro-usb port was loose. The device would not power on after being charged for 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator was not connecting to the handset since sunday. The patient stated the green light was on the communicator when plugged into the outlet but there was no power on the communicator when its unplugged from the outlet. The handset shows no found. The patient was not able to do a bolus since sunday and the patient gets 6 bolus a day. The agent assisted the patient with resetting the communicator, but the communicator did not power on, after resetting, the power button does not power on. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator device due to the communicator was not taking a charge.